Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 43 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer was stated that they were in a car accident five weeks prior to the call and fell into a coma. The customer stated that they experience low blood glucose twice daily. The customer stated they had made some changes to the insulin pump settings and that they will monitor the pump for any issues. No further information was provided.